Manufacturer narrative:
No anchors or leads were returned to saluda for analysis. Without the return of the devices for analysis, it is not possible to assess device function and a definitive cause cannot be reached. Lead migration which may result in undesirable stimulation changes and require surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported no longer receiving pain coverage. It was identified that the implanted leads had migrated. The scs system was replaced during a revision procedure. The impedances post procedure were within acceptable range.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported no longer receiving pain coverage. It was identified that the implanted leads had migrated. The scs system was replaced during a revision procedure. The impedances post procedure were within acceptable range.